Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, successfully resumed insulin delivery.